Event description:
It was reported that dirt occurred. A 10mm x 2.50mm wolverine coronary cutting balloon was selected for use. During unpacking, the dirt was noted inside the packaging. The procedure was completed with another of same device. No patient complications were reported.